Event description:
On (B)(6) 2009, the patient reported that 2 weeks ago, she walked into the swimming pool while still attach to her insulin infusion device. She said she realized she still had her device on after about 1 minute and got out of the pool and dried her device. She continued to use her device which worked fine until today. She stated that she switched to her backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.